Event description:
Multiple incidents of kinking of the internal gas sampling line of the limbo circuit about 1-2 inches from the y-piece. This could lead to unneeded airway interventions if not identified before a patient is anesthetized. Manufacturer response for anesthesia limb circuit, adult limb anesthesia circuit (per site reporter): unresponsive.